Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated that both cuffs successfully captured the needles during needle deployment. However, while retracting the needle plunger, the link broke at the swage end of the posterior cuff. A link break during needle plunger retraction indicated that there was resistance encountered during the process. During testing, the plunger was inserted and retracted successfully without any observable resistance. Also, the whole suture was able to be pulled out from the device without difficulty. The root cause for the link break at the posterior cuff could not be determined based on the investigation. No manufacturing or quality issue was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot. Additionally, sterile devices from the same lot were returned for evaluation. Functional testing showed that they performed according to specifications. The reported link detachment does not appear to be related to a product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified common femoral artery after a diagnostic procedure. Reportedly, the link came detached and no suture was attached to it. Another proglide was attempted with the same results. The device was removed from the patient anatomy and a sheath was placed followed by manual compression to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient who was reported as being in mid fifties. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being reported under a separate medwatch report number.